Manufacturer narrative:
This product is not expected to be returned. Analysis will be performed if the product is returned and this report will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than two months of use due to it being dislodged from the rv and ending up in the left ventricular (lv). The patient underwent surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, helix was found retracted; dried blood noted in housing and neck region (tip). Lead resistances measured normal indicating conductors are intact. X-ray showed no fractures.

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than two months of use due to it being dislodged from the rv and ending up in the left ventricular (lv). The patient underwent surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.